Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing was able to reproduce the customer's complaint of a "check clutch" alarm. Visual inspection revealed the worm gear had come loose from the leadscrew. The worm gear was replaced and reinstalled into correct position onto the leadscrew and was secured with a new "e" clip. After repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.